Manufacturer narrative:
Block d2b pro code (product code): additional pro code: odg block h6: device code a041001 is being used to capture the reportable event of needle punctured sheath. Device code a0501is being used to capture the reportable event of needle detachment of device or device component.

Event description:
It was reported to boston scientific corporation that an acquire eus fnb needle 19 g flex was used for an endoscopic ultrasound (eus) procedure performed on (B)(6) 2026. During the procedure, the needle would not extend out of the sheath. When the device was trying to be removed from the scope, the needle broke and detached from the device. While the device was taking out of the scope, the needle caused damaged to the scope and punctured the sheath. Another acquire eus fnb needle 19 g flex was used to successfully continue and complete the procedure. There was no patient complications reported as a result of this event.